Manufacturer narrative:
B3: event date unknown, bsc aware date used.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date post index procedure, the patient had a device related thrombus (drt). No further interventions or patient complications were reported.